Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular tachycardia (vt) episode during a cardiopulmonary exercise test. The device did not deliver therapy, therefore, external defibrillation was used to convert the arrhythmia. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a ventricular tachycardia (vt) episode during a cardiopulmonary exercise test. The device did not deliver therapy, therefore, external defibrillation was used to convert the arrhythmia. No additional adverse patient effects were reported. At this time, this device remains in service.